Manufacturer narrative:
Date of event: the issue occurred the week of (B)(4) 2019. (B)(6).

Event description:
Information was received indicating that a smiths medical cadd administration set was "linking when the patient had returned back to the hospital". There were no reported adverse events. One adminstration set was affected, but lot numbers 3808533 and 3860306 were provided.